Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at components u102 and u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the patient was experiencing a battery charger/modem problem.